Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The used transfer set was visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. The used cartridge was visually inspected; leak tested and glide force measured. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. In addition the glide force test results were in accordance with the specifications. The cartridge fulfills its specifications.

Event description:
On (B)(6) 2014, the patient reported he was hospitalized due to his infusion device not delivering insulin correctly. His blood glucose was "hi" on (B)(6) 2014, and he delivered a bolus of 7.0 units. His blood glucose was still "hi" an hour later, and he delivered an additional 10.0 units of insulin. His blood glucose was "hi" after another hour, and he felt dizzy and began to vomit. His normal range is 70-200 mg/dl. He called the paramedics and was transferred to the hospital. His blood glucose was 1,000 mg/dl after he was admitted. He was taken off the infusion device and treated with insulin injections, and he reported he'd be discharged from the hospital on (B)(6) 2014. The battery, cartridge, and infusion set were changed 2 days prior to the event. The infusion set was discarded, and the cartridge, adapter, and infusion device were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.